Event description:
It was reported that there was an allegation of an electrode malfunction. No adverse patient effects were reported. The electrode remains implanted. Additional information noted that the patient experienced an inappropriate shock in the secondary sensing vector while the primary sensing vector was fine. An x-ray was also provided to technical services (ts) for review.